Manufacturer narrative:
In follow up with a medela clinician on 2/19/2017, the customer stated she had developed mastitis at 3-4 weeks after delivery which became an abscess. The abscess was drained and since resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer emailed customer service on 1/26/2017, the customer stated her pump in style breastpump was making funny noises. She developed an abscess that had to be surgically removed.